Event description:
It was reported that the patients implantable pulse generator (ipg) was not holding a charge. It was also stated that the ipg failed to connect with the cp clinician's programmer. The patient underwent a procedure wherein the ipg was explanted and was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.